Event description:
It was reported patient underwent total hip arthroplasty revision of non-biomet products on (B)(6), 2012. During the procedure, the surgeon used the ultra drive tip to remove the bone cements when a shaft fractured. Subsequently, when the surgeon used a second ultra drive tip to remove the first ultra drive tip the second ultra drive tip fractured also the surgeon used an im reamer to remove the second ultra drive tip. The first ultra drive tip remains in the patient.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest a fatigue fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breakage of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01116).